Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome the patient passed away due to a head bleed. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation. It was reported that arteriovenous malformation (avm) was not confirmed. It was reported that the patient fell and later was found unconscious. There were no changes to patient condition or anti coagulation status that may have contributed. It was reported that the patient was at an outside hospital when a computed tomography (CT) scan was used to confirm bleed.